Manufacturer narrative:
The device was returned for analysis. The reported sheath shredding was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It was reported that the safety release was not used to remove the device. However, the returned device observations are consistent with use of the safety release, as the wings were collapsed, and the plunger was disengaged (#2 on the plunger had exited the window completely) the electronic starclose instructions for use states the steps to remove the device during thumb advancement if resistance is met. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The g3 date was filed incorrectly on the initial medwatch report as (B)(6) 2021, but should have been (B)(6) 2021.

Event description:
Subsequent to the initially filed report, the following information was received: no resistance was noted advancing the thumb advancer. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after a interventional percutaneous transluminal angioplasty procedure. Reportedly, the sheath began to shred when advancing the thumb advancer. The device was removed without using the safety release mechanism. There was no vessel damage reported. Manual arterial compression was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.